Event description:
Upon further follow up by olympus, additional information was received from the customer indicating that after using the emergency crusher, the stone broke and the basket could be removed. The procedure was completed, and the patient did not suffer any complications. The customer indicated that they do not know what caused the device to break. The provider was crushing the stone and the metal piece by the handle snapped. The customer does not know how big the stone was, but the basket was able to capture it. The device was checked prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and based on the approved final investigation. Updated fields: b5, h6, h11 based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic endoscopic retrograde cholangiopancreatography procedure, the basket broke with an audible snap heard in the room. The emergency mechanical crusher had to be used as the basket was caught around a stone. The procedure was prolonged by less than 30 minutes. There were no reports of further patient harm. Additional information has been requested but no further information has been received at the time of report.